Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. There was no reported impact to the customer¿s blood glucose. Multiple attempts made to perform troubleshooting and was unable to complete troubleshooting with customer.